Manufacturer narrative:
Insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. Insulin pump passed the dat test at 0.08760 inches. Insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that she was currently in the process of being admitted into the hospital for her blood glucose levels. The customer drove herself to the emergency room on (B)(6) 2017. The caller was unsure if she was wearing the insulin pump. She was nauseous. Customer's blood glucose level was 69 mg/dl. She recently took an injection. The customer was advised that the device would be replaced and agreed to return the product for analysis.